Manufacturer narrative:
(B)(4). According to available information, this system remains implanted and monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, this device with right ventricular (rv) lead displayed low out of range impedance measurements. Thresholds are stable and no noise is noted on the rv channel. The patient with this system is not pacemaker dependent. An internal technical service consultant was contacted regarding this and whether a revision should be performed. A decision was made to further monitor this system and the threshold measurements. No adverse patient effects were reported.